Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally it was reported that the customer ¿blacked out¿ and was transported to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 782 mg/dl, ketones and sepsis identified as dangerous by healthcare provider. The cause of elevated bg was unclear. Customer was treated with intravenous fluids of saline, insulin, and antibiotics to address the elevated bg and sepsis. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.